Manufacturer narrative:
The event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. The patient reported that "for the last couple months when I walk through the security sensors at some stores I get shocked, it started in (B)(6)". It was noted that the patient had not had any falls or trauma. No further complications were anticipated/reported.